Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. However, the surgeon has indicated that there was no malfunction of the edwards device. No further actions are possible with the available information.

Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 1 year and 5 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve endocarditis. The surgeon also noted that there was no malfunction related to the explanted valve. According to the op report, this patient presented with subacute bacterial endocarditis previously placed pericardial aortic valve with a large vegetation and history of a large splenic infarct. Also status post coronary artery bypass grafting. Intra-operative transesophageal echocardiogram revealed a large vegetation on a thickened prosthetic tissue valve. Upon inspection, the aortic valve was very thickened. There were multiple filaments coming off the aortic valve. There was a very large, thickened and firm vegetation, which was at least 1.5 cm to 2 cm on the aortic valve. The aorta also had multiple areas of debris and this debris was removed. The device was replaced with a new edwards bioprosthetic valve. Post pump tee revealed a well functioning new aortic prosthesis. This was an absolutely minimal paravalvular leak on the noncoronary cusp where the abscess had been but this resolved when we gave the protamine. The mitral valve and tricuspid valve were within normal limits. The wounds were closed and the patient returned to the intensive care unit in stable critical condition.